Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician found the ddi, pressure xdcr, and pneumatics were out of calibration.

Event description:
It was reported to vyaire medical that the frequency was not stable. The customer stated that when a setting is applied, it jumps all over the place. There was no report of any patient involvement associated with this reported event.